Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due device was not functioning. No adverse patient effects.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due device was not functioning. No adverse patient effects.

Manufacturer narrative:
Combination product? - corrected.